Event description:
The international customer reported the ventilator went vent inop due to an air valve liftoff failure. The customer reported there was no patient involvement. The manufacturers service engineer confirmed the reported problem. The service engineer reported the blower was not running during startup. The service engineer replaced the blower motor controller pcb board to address the reported problem.